Event description:
Intelligender (gpt) test exploded and caused chemical burns to my hands and arms. There is no msds to find out what chemical was used. No warning of explosion probability given. No chemical ingredient listed on the box. Dose or amount: 1 box. Frequency: once. Dates of use: in 2009. Diagnosis or reason for use: pregnancy, gender prediction test.